Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was treated in the emergency room for elevated blood glucose (772-800 mg/dl) and ultimately admitted to the hospital. Customer was treated with fluids. Suspected causes: brittle diabetic, colon surgeries, gastroparesis, and difficulty managing blood glucose levels. Customer was discharged the following day with the issue resolved and no permanent damage.